Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient has pain with their interstim implant. Patient has changed the programming and have it really low, to the point where it is not helping, but patient can still not cannot tolerate the pain. The patient felt pain since implant but thought it was more from the incision and then about 4 days later realized they were not comfortable. They feel it vibrating out from their tailbone and more on the left side where the implant is. Patient has also had pain down the leg and buttock. As soon as patient turned it down the nerve pain down the leg stopped, however patient still feels pain. The pain is so bad they cannot sit especially on the left buttock but it also migrates across to the right. Patient has tried all 7 programs. Patient mentioned that when they had their current system implanted the previous lead could not be removed so they had to leave it in the body. Patient wondered where the new lead would be placed when the old one is still against the sacral nerve. Troubleshooting reviewed the option to turn therapy off completely to further assess pain symptoms. Additional information was later received from the patient. Patient stated that the cause of the vibrating from the tailbone and more on the left side where the implant was because the settings were too high and they met with the hcp on (B)(6) 2022 and they changed their settings and it seems to be working now with no pain.